Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. No abnormality was observed during the production of the affected batch. The manufacturing process was reviewed. At the primary packaging line, there is an automated 100% vision inspection system which can detect and reject missing vent plug in unit package.

Event description:
It was reported that bd angiocath plus 18ga x 1.16in - 382444 - catheter defective / damaged. The plastic part at the back of the angio needle, intended to block blood backflow, shows poor bonding strength.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.